Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation of the returned device revealed that the nitinol wire at the distal tip is broken off. Complaints event is typically caused by use of excessive force and/or prying/leveraging with the tip fully exposed on the device during use. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was attempting to use a 90° suture snare. The surgeon caught suture with the suture snare and pulled strongly. The tip of the wire broke off into the patient and was not able to be retrieved.